Event description:
It was reported that a customer experienced difficulties with the wake button on their insulin pump, which required multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in removing the pump from its case and attempting to resolve the issue, but since the problem persisted. Customer continued to use the pump for insulin delivery.